Event description:
The patient was undergoing a microneurosurgery using an apollo system apollo wand. During preparation for the procedure, it was noted that leaking occurred at the connection site where the irrigation tubing is attached. The apollo wand was replaced with a new one to complete the procedure.

Event description:
The patient was undergoing a microneurosurgery using an apollo system apollo wand. During preparation for the procedure, it was noted that leaking occurred at the connection site where the irrigation tubing is attached. The apollo wand was replaced with a new one to complete the procedure.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: there was no visual damage to the exterior of the apollo wand. The apollo wand was leaking where the catheter knob connects to the generator. Conclusion: the compliant has been evaluated. The complaint indicates that the apollo wand leaked where the irrigation tubing connects to the wand. Evaluation of the returned devices confirmed that the apollo wand leaked where the wand connects to the generator. Based on the description of the event and evaluation of the returned devices, it appears that the connection between the catheter knob and the generator did not seal properly, however the root cause of this issue could not be determined. There was no visible damage to the interior or exterior of the catheter knob. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.